Event description:
During follow-up, loss of sensing and dislodgement due to twiddler¿s syndrome were observed on the right atrial (ra) lead and right ventricular (rv). The rv lead and ra lead were explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2022-51043.